Manufacturer narrative:
Additional information was received that the product was stored and handled according to the IFU. The product was inspected according to the instructions for use. The intended procedure or target lesion was not available. The device was prepared as specified by the instructions for use. Problem occurred before use on patient.

Manufacturer narrative:
During prep, the needle of the outback cto catheter could not be completely extended and moved back into the system. No damage was observed before opening the packaging. The device was not used in the patient. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was also held in a straight orientation, with 'no slack' during preparation. The procedure was successfully completed with another device. There was no reported patient injury. One non sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The cannula was received not deployed. The catheter measures 121.0cm of length usable and the cannula measure 10.50mm of length usable and the measurements were found inside specification. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port then through the haemostatic rotating valve, and exit through the tip; no anomalies were detected. The sample 0.014' guide wire was inserted through the tip and it exit through the guide wire port. Cannula could be fully deployed 10.50mm of length usable and retracted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure "prepping difficulty-unable to retract needle" reported by the customer was not confirmed. Since the functional test was performed without difficulty, the catheter shaft/nosecone spins smoothly as the rhv was rotated and the cannula was fully deployed and retracted. The cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. As analysis of the returned did not confirm the malfunction and with the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The intended target lesion was the sfa. There was no apparent damage to the device noticed prior to use. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was also held in a straight orientation, with 'no slack' during preparation. The procedure was successfully completed with another device. No additional information is available.

Event description:
Before being used on the patient, the needle of the outback cto catheter could not be completely extended and moved back into the system. No damage observed before opening the packaging.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.